Manufacturer narrative:
Investigation found that the pump has pass the routine maintenance due date. Volumetric accuracy was performed and showed the pump delivered within +/- 5% specifications. Pump was re-calibrated to resolve the problem.

Event description:
Info received indicates that the pump accuracy is under when set for 12 ml and getting 10 ml. There was no other info provided.